Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that her infusion device was beeping continuously and 4 dashes were displayed on the screen. The pt stated that she was aware of the power pack recall and her current power pack had been in use for at least 4 weeks. The power pack had an expiration date of 01/2005. The pt stated that she had received notification that the power packs had been corrected, although, she stated that she had not received any of the corrected power packs. Company records indicate that product was received. The pt inserted a power pack that she had in her supply and the infusion device functioned properly. No physiological effects were reported. The pt did not require medical attention from a healthcare professional or second party to address the issue. Corrected power packs were shipped to the pt. No product will be returned for evaluation.